Manufacturer narrative:
Concomitant medical products: lisinopril. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks and orbital rim with two syringes of juvéderm voluma® xc. Approximately 16 months later, patient had a 2nd injection in the nasolabial folds and cheeks with one syringe of juvéderm vollure¿ xc. At an unknown time, patient experienced ¿inflammation, lumps, and bumps¿ at the injection site. The patient was treated with a medrol dosepak by the injector. The patient received a shingles vaccine a month prior to the latter injection, and their first moderna covid-19 vaccine 5 months post-injection, with their second moderna covid-19 vaccine a month later. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03121 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc.